Event description:
Reporter stated the customer experienced hyperglycemia of up to 30.3 mmol/l and believes the insulin delivery of the infusion device is too low. She switched to her backup infusion device using the same accessories, and her blood glucose started to decrease immediately. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.